Manufacturer narrative:
Results: bd received one sample from the customer facility for investigation. The sample was evaluated with visual inspection and the customer's indicated failure mode for cracked tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot # 5272623 and no issues were identified. Conclusion: probably root cause from a manufacturing deficiency.

Event description:
It was reported that 13x75 mm 2.0 ml bd vacutainer® tube with dipotassium edta had a crack. No injury or medical intervention.